Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high capture thresholds and was unable to be implanted. The lead was replaced with a passive fixation lead and the procedure was completed. The patient was in stable condition.